Event description:
It was reported to resmed that a astral device displayed an internal battery degraded warning alarm and during evaluation, the main circuit board was defective. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed occurrences of internal battery degraded warning alarms and error messages (sf180) related to a battery charger fault. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the sf180 and internal battery degraded warning alarms were due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. When more information is available, a supplemental report will be submitted. (B)(4). Pending evaluation.

Event description:
It was reported to resmed that during an initial evaluation the main circuit board was found to be defective. There was no patient harm or serious injury reported as a result of this incident.